Event description:
The customer reported that the system made a loud pop and shut down. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The candlesticks (high voltage connectors) were regreased. The system was then found to be operating as intended.